Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a fluctuating blood glucose (bg) level ranging from 43 mg/dl to ¿high¿, specific values not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address the low and administered a manual correction injection to address their elevated bg. Tandem technical support guided the customer through correcting their settings to address the event.